Event description:
It was reported that the catheter fell out of the patient with a deflated balloon due to a water leakage, on the day of placement.

Manufacturer narrative:
The reported event was confirmed. The product was used for diagnostic and treatment purposes. Visual inspection noted one temperature sensing catheter without original packaging attached to the sample port with the tamper evident seal intact and a cut inlet tube was received. Visual evaluation of the sample noted no obvious defects. Attempted to inflate catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately a leak from a pinhole (0.13) was noted. This product was out of specification, which stated that "pinholes are not permitted". Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "tooling damaged (core pins)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon due to a water leakage, on the day of placement.